Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a product for failure analysis investigation.

Event description:
It was reported that after a da vinci-assisted single anastomosis duodenal-ileal switch (sadi) and sleeve gastrectomy procedure, the patient was re-admitted after discharge with abdominal pain. A CT-scan confirmed a hematoma next to the staple line where a sureform 60 stapler instrument and sureform 60 reload(s) were used. At this time there is insufficient information to indicate the severity of the injury and the cause of the reported complication is unknown. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.